Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced high blood pressure and pressure in the chest. The cgm was reading 54 mg/dl and the blood glucose reading was 585 mg/dl. The partner called for an ambulance. The paramedics treated the patient with IV fluids and injection. The patient was taken to the hospital and treated there with injection (insulin). At the time of the report the patient was still at the hospital (same day) but was feeling fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.